Manufacturer narrative:
The devices and devices serial number were requested, however the user facility could not provide. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information a root cause could not be determined.

Event description:
A user facility in the united kingdom reported that during an unknown number of cataract surgeries, there was suspended matter leaving the handpiece and entering the patients eye. Specific details cannot be obtained, however it was confirmed there was no patient impact.